Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of the unspecified infection was unknown. Treatment was not reported. The outcome of the event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who had an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.